Event description:
The customer reported that only lead ii was displayed on the 12-lead ECG.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.